Event description:
It was reported that the subject device had dark imaging found during maintenance. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and correction needed. Updated fields: b3, d10, h2, h3, h4, h6, h11 the concomitant device, visera 4k uhd xenon light source, was added based on additional information from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. The probable root cause of the complaint is component failure. Based on the results of the investigation, it is likely the following led to the malfunction: bad cable unit connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had dark imaging during maintenance. There was no patient involvement.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.